Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-06116. It was reported the pt experiences shocking sensations and power surges when turning, bending and/or laying down. Add'l info identified the pt is experiencing pain at the implant site (unk site). The pt stated reprogramming and replacement charger were unable to resolve the issues. The pt is no longer using his scs system and is scheduling an explant procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06116. Additional historical information received from the medical chart review clarified the patient underwent surgical intervention on (B)(6) 2014 during which the scs ipg was explanted (leads remained implanted) due to pain at the ipg pocket site. It was also noted the ipg had migrated which contributed to the patient's pocket site pain. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(4) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.